Event description:
In 2009, the patient reported the adhesive on his insulin infusion headset is not properly sticking to his body. He said in 2009, while he was at work, he noticed his shirt was wet and then discovered his infusion headset had detached from his skin and the cannula was part of the way out. He stated he does not remember the tubing getting caught on anything. He stated he went home and changed his infusion set, discarding the used set. He said he did not measure his blood glucose but knew it was elevated because his vision was blurred. He stated this has happened 3 times in the past but could not remember any specifics. During troubleshooting, he stated he works in construction. He prepares his site location with soap and water and sometimes with alcohol wipes. He lets the skin dry completely before attaching the headset. He does not use any type of adhesive and does not tape the tubing to his skin. He said he has irritation at his site but does not have any infection. The patient was advised to try an infusion set with a longer cannula and to use a dressing over the top of his infusion headset. Courtesy infusion sets, skin prep, and dressings were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.